Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2002: the patient underwent a myelogram that showed multiple levels of degenerative disc disease with multilevel stenosis. (B)(6) 2003: the patient presented with chronic low back pain radiating into his left posterior thigh. Impression: multilevel degenerative disease with mild multilevel stenosis; chronic back pain as well as bilateral radicular symptoms, intermittently in the left posterior thigh distribution; possible failed fusion syndrome; shortness of breath; history of chest pain; diarrhea; erectile dysfunction. (B)(6) 2003: the patient presented with pain in his legs, numbness and tingling. Previous undated MRI shows the patient had scar tissue and degeneration at multiple levels. (B)(6) 2004: the patient presented with a preoperative diagnosis of failed fusion at l3-4 and l4-5. The patient underwent an anterior lumbar interbody fusion at l3-4 and l4-5 with implantation of rhbmp-2/acs at both levels. Per the op notes, after the lt cages were inserted into the disc spaces, the spaces were then packed with rhbmp-2/acs. No patient complications were noted. Retroperitoneal fat taken during procedure was sent for analysis. Findings: multiple serial sections reveal a benign lipoma composed of mature lipocytes admixed with areas of recent hemorrhage. In one area there are small lymph nodes identified. The largest lymph node shows fatty change. (B)(6) 2004: the patient underwent a left lower extremity venous duplex x-ray that came back negative for left lower extremity deep venous thrombosis. (B)(6) 2004: the patient underwent a left lower extremity venous duplex x-ray due to swelling. Impression: one small echogenic focus noted on a popliteal vein leaflet, etiology not determined. This would not be directly causing any symptoms. (B)(6) 2004: the patient underwent x-rays of the abdomen. Impression: ileus (B)(6) 2004: the patient was discharged home. It was noted that during his stay, the patient complained of pain along the groin. The patient also developed anemia due to anticipated blood loss. (B)(6) 2004: the patient presented with stiff left knee, low back pain, and numbness and tingling in bilateral great toes. (B)(6) 2004: the patient presented with pain, numbness and tingling bilaterally in his legs. (B)(6) 2004: the patient presented with continued low back pain as well as a warm sensation to the left anterior thigh and shin. (B)(6) 2004: the patient underwent a lumbar myelography and a CT scan post-myelography. Impression: post-surgical changes; pedicles screws and interconnecting rods at l4 and l5; cages at the levels of l4-5 and l5-s1; no herniated disc is seen. (B)(6) 2004: the patient presented with continued low back pain that radiates to his left anterior thigh and left shin. The patient underwent a CT/myelogram of the lumbar spine that showed good bone fusion with no nerve root compression or obvious herniation. (B)(6) 2004: the patient presented with back and left leg pain that radiates into his foot. The patient reports a burning sensation in his legs. Assessment: failed back surgery syndrome with associated muscle spasm. (B)(6) 2010: the patient underwent MRI of the left knee. Impression: osteoarthritis and joint effusion; there is probably medial meniscus tear; there appears to be free joint fragments posterior to the knee. (B)(6) 2010: the patient presented with a painful left knee. Assessment: left knee meniscus tear; loose body chondromalacia. The patient underwent an arthroscopic medial meniscectomy with joint debridement. No patient complications were noted. (B)(6) 2012: the patient presented for chest x-rays. Impression: no acute cardiopulmonary disease. (B)(6) 2012: the patient presented for a pre-op physical due to osteoarthritis of the knee. (B)(6) 2012: the patient presented with a preoperative diagnosis of osteoarthritis, left knee, severe, tricompartmental. The patient underwent a left total knee arthroplasty. No patient complications noted. (B)(6) 2012: the patient underwent a left lower extremity duplex venous study. Impression: no evidence for deep vein thrombosis. (B)(6) 2012: the patient presented for MRI of the lumbar without contrast. Impression: minor disk bulges in the upper lumbar spine; no evidence of a fracture. (B)(6) 2012: the patient presented for a CT of the lumbar spine without contrast. Impression: stable lower lumbar spinal fusion without evidence of hardware complication, no acute fracture or evidence of significant spinal stenosis; mild degenerative disk disease of the lower thoracic and upper lumbar spine. (B)(6) 2012: the patient presented with escalating low back pain. Diagnosis: acute exacerbation of chronic low back pain in a patient basically with failed back syndrome. (B)(6) 2012: the patient underwent a fluoroscopically guided caudal epidural steroid injection. No complications were noted. (B)(6) 2012: the patient underwent fluoroscopically guided caudal epidural steroid injections. No complications were noted. (B)(6) 2012: the patient underwent fluoroscopically guided caudal epidural steroid injections. No complications were noted. (B)(6) 2013: the patient underwent MRI of the cervical spine. Impression: degenerative cervical spondylosis with disc bulging, thickening of the posterior longitudinal ligament and ligamentum flavum which produces multiple levels of central canal and neural foraminal stenosis most advanced at c4-5 and c5-6. (B)(6) 2013: the patient presented with neck pain, limited range of motion in the neck. MRI of the cervical spine shows lots of degeneration and resulting stenosis.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6), 2004: the patient presented with back pain and admitted for lumbar spine degeneration. Plain films with flexion and extension revealed the fusion not to be solid at the l3-4 and l4-5 spaces. In addition, he had some lucency around the screws at l3-4 and at l3, l4, and l5. Patient underwent anterior lumbar interbody fusion at l3-4 and l4-5 with use of bmp at both levels. Per-op notes, the disk space distractors were tapped into place and this was brought up to a 12-mm distraction. After distraction had been performed, the double barreled insertion device was tapped into the disk space. This was then reamed times two and a cage times two was inserted into the disk space and these spaces were then packed with bmp soaked sponges. No patient complications were reported.